Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. The first firing with the powered handle was successful. For the second firing, connected the cartridge to the adapter. Tried to check the jaws opening / closing, however, could not. Only the handle indicator was illuminated. The status indicators were not illuminated. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.